Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle offset handle screwdriver broke at its universal joint when disconnecting the handle from the cup during implantation. All pieces were retrieved from the patient. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was returned and confirmed the failure mode as reported, the hex joint has fractured. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.